Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced site reactions on (B)(6) 2026. Patient went to the emergency room (ER) on (B)(6) 2026 due to pain and redness at site along with nausea/vomiting and was prescribed antibiotics for the treatment. And discharged on same day. No further information available.